Event description:
The blazer and sheath were being used during most of the case, which lasted approx 3 hrs. The basket catheter had been deployed once in the left atrium. When the blazer was moved to a new area, the pt's blood pressure suddenly dropped. The ablation was discontinued, and the pt was immediately stabilized with a pericardiocentesis. Surgery was successfully performed to repair a perforation in the left atrial appendage. The pt was doing well.